Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. The original equipment manufacturer (OEM) conducted a review of the device history records (DHR) for the device and noted the device was manufactured according to valid instructions and met all specifications. A manufacturing and quality control review was also performed for the affected serial number which showed no any deviations or non-conformities related to the described issue. If additional information becomes available or if the device is returned to olympus for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a colonoscopy/polypectomy procedure, the patient¿s bowel was perforated. A polypectomy was done on two polyps without difficulty using ¿cut blend 20¿ setting on the device. On the third polyp at the rectosigmoid, a sudden severe burn occurred and the snare cut through the colon wall. The nurse noted that the device provided a stronger cut/coag and the settings changed from 20 to 120 on its own, resulting in perforation to the patient. The patient¿s perforation was treated with clips. The intended procedure was completed with the same equipment. The patient was admitted for observation. A CT scan and antibiotics was provided to the patient. In addition, the device was inspected prior to the procedure with no anomalies observed. 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information from the original equipment manufacturer (OEM). The referenced device was returned for evaluation. The device¿s measurable output powers were within olympus specifications. A visual inspection was performed on the device; no anomalies observed on the bipolar and monopolar connectors outside the unit. The monopolar outputs were tested in conjunction with olympus footswitch and instruments. Output cut and coag functions were tested, respectively. Activation was tested extensively. The settings did not change from coag to cut on its own at any time during the evaluation. The device was returned with a faulty (wb950243) foot switch. The yellow (cut) foot pedal was non-functional. The device is utilizing current software, v2.11-a. The device was purchased on august 9, 2009 with no prior service records. The exact cause of the reported event could not be conclusively determined as the concomitant devices that were used during the procedure were not returned for evaluation. The service line was also unable to duplicate the reported complaint. There were no repairs performed on the device. The device will be returned to the user facility. The OEM conducted a review of the device history records for the concerned serial number which showed no deviations or non-conformities during the manufacturing process. The OEM also performed an investigation based on the information provided and the device evaluation performed at olympus. The OEM can only agree that the device is within specification. In regards to the faulty footswitch, the device is designed to always react to whichever pedal is activated first. If the blue coag pedal is pressed first, the device will adjust the output accordingly. If the user then presses the yellow cut pedal, the device will still deliver only coag energy. The user will have to release both pedals before switching to the ¿cut¿ function. In this case, the physical evaluation performed at olympus discovered that the ¿cut¿ pedal is not working. Therefore, the OEM concluded that the user facility¿s experience could not have been caused by the faulty foot switch or the device. The OEM was not able to determine the technical cause, but can only assume that there was some user error. The OEM will continue to monitor the occurrence rate.